Manufacturer narrative:
Concomitant products: product ID: neu_unknown_lead, product type: lead. Product ID: neu_ins_stimulator, product type: implantable neurostimulator. (B)(4).

Event description:
It was reported that the distal end of the extension was bent out of the package. The device was not implanted, another extension was used. The cause of the issue was not determined.